Manufacturer narrative:
The investigation for the reported major bleed/ hematoma has been completed. The root cause of the injury is most likely use related since hematoma noted at impella site, additional suture placed, and blood given hemostasis achieved.

Manufacturer narrative:
Additional code were added in h6 (type of investigation). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with heart failure and cardiogenic shock (cgs) underwent implantation of an impella cp device for mechanical circulatory support. During support, a hematoma was noted at the impella access site. Manual pressure was applied for 20 minutes, an additional suture was placed, and the patient received 2 units of packed red blood cells (prbcs) and 1 unit of fresh frozen plasma, achieving hemostasis. Oozing from the access site subsequently decreased significantly. The patient was a bridge-to-transplant candidate and later received a heart transplant.